Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: I am going to send off the ¿clips / booties¿ they are applying to these sutures and would like to send them to the relevant engineers to test their hypothesis that by applying these booties they are weakening the sutures. We have no further information. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. To date it has been reported that the suture device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and suture was used. The sales rep reported that they have recently visited the unit and observed a practice which they feel contributes to the easy ¿fracturing¿ of the sutures. They have in their possession the ¿clips / booties¿ they are applying to these sutures and would like to send them to the relevant engineers to test their hypothesis that by applying these booties they are weakening the sutures. There were no adverse patient consequences reported. Additional information was requested.